Event description:
It was reported that the cartridge was cracked. The customer's blood glucose level was 402 mg/dl. The customer acknowledged the advice provided regarding cartridge maintenance and chose to load a second cartridge while troubleshooting independently. The customer expressed satisfaction, and the case was closed.